Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hyrdrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant a fluid loss alarm was received eight minutes into ablation and the console was shut down. Approximately 5cc of saline was noted in the vagina and there was a small very mild internal burn noted on the vagina. The procedure was ended and the physician applied sylvadine cream to the burn area. The patient had been provided with cytotec before the procedure and had taken vicodin and valium for anaesthesia. There were no additional patient complications reported and the patient's condition has been described as fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.